Event description:
During a product training demonstration on may 10, 2006, smoke emission was observed due to an electrical failure within the pump of the hydro thermablator system. The system was being used for presentation purposes only, no injuries involved with this event or patient interaction.